Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for impedance out of range, sensing integrity counter (sic) and high rate ventricular tachycardia non-sustained episodes. The rv lead was found to be oversensing atrial paced events. The physician reprogrammed the lead and suspected a fracture. Several days later, the patient was inappropriately shocked by the rv lead and admitted to the emergency room (ER). The lead had oversensing of noise warnings. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.